Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported shortly after having photo refractive keratectomy (prk), they developed floaters in both eyes. The physician informed the consumer the floaters are not a result of the surgery and the condition existed before the surgery. The consumer stated there was no mention of floaters in the pre-operative examination and feels there is a correlation with the treatment that should have been disclosed by the staff prior to surgery. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).